Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) would not recognize a full tank of helium. It was later clarified that the iabp unit was not reflecting the amount of helium in the external helium tank. The end user swapped out the iabp unit with another iabp unit. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) would not recognize a full tank of helium. It was later clarified that the iabp unit was not reflecting the amount of helium in the external helium tank. The end user swapped out the iabp unit with another iabp unit. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the iabp unit was in rescue mode, and was not latched into the cart. The fse reseated the iabp unit in the cart and verified normal operation. The fse verified that the reported incident was caused due to operator error, and that there was no failure of the iabp unit involved. Subsequently, the fse performed all calibration, functional and safety checks to meet factory specifications. The iabp unit passed all calibration, functional, and safety test per factory specifications, and was then released to the customer, and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) would not recognize a full tank of helium. It was later clarified that the iabp unit was not reflecting the amount of helium in the external helium tank. The end user swapped out the iabp unit with another iabp unit. There was no patient harm, and no adverse event was reported.